Manufacturer narrative:
Date of event: unknown. Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were having foreign matter, no report of medical interventions or serious injury.